Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Concomitant medical product: device name: 28mm dia cocr mod hd -6mm nk, mode#: 163660, lot#: j6343561. Device name: cement palacos r+ gentamicine poeder 12.5mg/g, mode#: 66017747, lot#: 91724820. Device name: stanmore acet cup arcom 28x50, model#: 165781, lot#: 6185487. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00151-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilization certificates were reviewed and confirmed that the product is sterilized within the specification range. A review of the complaint database over the last 3 years has found 1 similar complaint for this item code 164243. One trend identified form the complaint history review as for the item 164243; the similar complaint is having the same hospital. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. Risk assessment: the event reports wound leakage. The complaint states the reported event (wound leakage) is not device-related, therefore a risk assessment has not been performed. If further information regarding the root cause of the reported event is provided, risk should be re-assessed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a primary thr as part of a study. The patient was in ER with wound leakage and fever. Subsequently, he was treated with rinsing of the wound and IV cefuroxime 4 dd 1500mg. After the treatment, the wound leakage decreased and the infection parameters decreased as well. No relation to device and/or procedure.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product remains implanted in the patient. Medical product: stanmore acet cup arcom 28x50, catalog # 165781, lot #: 6185487. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00151. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Devices remain implanted.

Event description:
It was reported that a patient underwent a primary thr as part of a study. The patient was in ER with wound leakage and fever. Subsequently, he was treated with rinsing of the wound and IV cefuroxime 4 dd 1500mg. After the treatment, the wound leakage decreased and the infection parameters decreased as well.